Event description:
It was reported that an symptomatic patient presented to the clinic due to intermittent diaphragmatic stimulation. Programming changes relieved the diaphragmatic stimulation. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.